Event description:
It was reported that first degree heart block occurred. The patient's native annulus diameter was 26.3mm. A 27mm lotus edge valve was advanced and deployed. During the implant procedure, the patient experienced first degree heart block. A permanent pace maker was implanted the same day. The patient was then stable and has been discharged.